Manufacturer narrative:
Analysis cannot be completed at this time due to pending litigation. Product event summary: the full lead was returned, but analysis could not be performed due to legal restrictions. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: d314trg crt-d implanted: 30-apr-2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the device change out procedure the atrial lead had no capture at eight volts thru the device and exhibited high pacing impedance through the analyzer. The atrial lead was explanted and replaced. Additionally, it was reported that visual examination of the left ventricular (lv) lead proximal area showed insulation damage. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.the analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The analyst noted that the outer insulation was breached though out the lead. If information is provided in the future, a supplemental report will be issued.